Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown.

Event description:
This is a spontaneous report by a baxter employed nurse from (B)(6) of break in aseptic technique (coded to peritoneal dialysis complication) and peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. On an unknown date, a break in aseptic technique occurred, described as the "patient made a mistake". On (B)(6) 2010 the patient was diagnosed with peritonitis. On (B)(6) 2010 the patient began remedial therapy with vancomycin (2 gm, loading dose, intraperitoneal (ip)). Pd therapy was ongoing. It was not reported whether the patient was retrained in aseptic technique or if it resolved. It is unknown if the peritonitis was resolving.

Manufacturer narrative:
(B)(4). Based on the information obtained during baxter's investigation, this incident was determined to be related to use error - poor aseptic technique. User failure in aseptic technique is a known cause for peritonitis and product labeling includes warnings and instructions regarding the proper use of aseptic technique to avoid peritonitis. The label review found the labeling adequate for the potential use error(s) in this complaint. No product defects were reported as potential causes for the peritonitis and no samples were available for evaluation. No lot number was available, so no batch review was performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.